Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the us. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the us.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping on their own noted. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus anomaly noted.

Event description:
It was reported that when the customer attempted to give her a bolus, the bolus was shooting up to 10 units. No further info was provided.